Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing is in progress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device lost pairing with the laser during a procedure and could no longer be connected. The user changed to a wired version of the device to complete the procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the footswitch never lost connection to the console and functioned as intended throughout the entire testing process. The definitive root cause of the footswitch losing connection and not pairing could not be determined as no problem was detected. Olympus will continue to monitor field performance for this device.